Event description:
It was reported that this right ventricular lead was explanted due to oversensing and intermittent loss of capture approx. 5 months after the implantation.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. In the course of the analysis, the lead body was found squeezed and ruptured 32cm distal to the df4 connector pin. In this region the lead insulation and the coating of the ring electrode conductor cable were damaged. These findings can be considered as the root cause of the clinical observation reported in the complaint text. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.